Manufacturer narrative:
(B)(4). Date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. Serial number is unknown as it was not provided. Manufacturer date is unknown as the serial number was not provided. No evaluation can be performed. The clinic name and device identifier are not provided. Two database searches were conducted for the compact intuitiv console, model no. Scp680300. Without a serial number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. No further information is available. All pertinent information available to abbott medical optics has been submitted.

Event description:
A voluntary event report was received through the FDA's medwatch program (reference mw5062527). Abbott medical optics intuitiv phaco machine ceased working and made a loud, unstoppable noise during cataract surgery. Machine failed to work on first reboot. Also serious injury and required intervention were indicated however no details were provided.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.